Event description:
During a returned sample evaluation, the device history log was reviewed. Error 99 and error 30 were found in the device history log. The central unit board and power supply boards were replaced. Complete configuration and calibration was performed which included air sensor calibration. Quality control testing was performed and passed including the air detector test. After repair, device was found to meet specifications.